Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they think their pump is over delivering insulin. The customer will be in the 200 mg/dl range and in one and a half hours be in the 30 mg/dl range. The customer was at 83 mg/dl at the time of the call. The customer uses glucose tablets and suspends the pump to treat the lows. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer feels that the pump is over delivering. The insulin pump will not be returned for analysis.